Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implant, noise was seen on the implantable cardiac monitor. Troubleshooting was unable to resolve the noise and the device was removed and replaced without issue. The patient was stable.

Manufacturer narrative:
The reported event was confirmed. The device header was cut open and moisture getter contamination was noted around the feedthrough pins which may have contributed to the reported event.